Event description:
Based on additional information received on 09-feb- 2018, the case was upgraded to serious as the serious events of still using a walker and cane now (disability) and fluid/aspirated it (required intervention) were added. This case is cross referred with case: (B)(4) (same patient). This spontaneous case from united states was received on 07-feb-2018 from patient. This case concerns female patient (age: not provided) who initiated treatment with synvisc one and after an unknown latency had pain that went away after a few days, still using a walker and cane now, fluid/ aspirated it, she had to have a lot of assistance with getting dressed and with daily activities and redness. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra articular synvisc one injection at a dose of 6 ml osteoarthritis knee (frequency: unknown batch/ lot number and expiry date: unknown). On an unknown date after an unknown latency patient had pain that went away after a few days. The doctor changed her pain medications and wanted to give her some time. She was supposed to follow-up with the doctor on the (B)(6) 2018. But the pain was so bad that she ended up going in yesterday ((B)(6) 2018) for an appointment. The doctor aspirated it and removed it and replaced it with cortisone. He said that her body was rejecting it. He didn't have an explanation of why because this is the second time that she has had this (synvisc-one). He didn't know why it was doing it this time and not the last time. The first time, it helped her. It made a big difference. The initial 48 hours, she got a little pain and swelling, but that was normal. Then, she got better after the 48 hours. It takes a few weeks to take effect, but she was doing much better. She was able to resume her normal activities. This time was her second time receiving the injection. It was a completely different situation. She had to go back on the oxycodone hydrochloride/paracetamol (percocet) as well for pain. On an unknown date, after unknown latency, patient had so much pain, fluid, and redness. On an unknown date, after unknown latency, patient had to use a walker and cane. She had to have a lot of assistance with getting dressed and with daily activities. She is still using a walker and cane now. Corrective treatment: still using a walker and cane now for still using a walker and cane now (walking aid user); cortisone for fluid/aspirated it, pain that went away after a few days/pain was so bad; oxycodone hydrochloride/paracetamol (percocet) or pain that went away after a few days/pain was so bad; not reported for rest of the events outcome: recovered for pain that went away after a few days/pain was so bad; unknown for rest of the events seriousness: disability for still using a walker and cane now; required intervention for fluid/aspirated it, pain that went away after a few days/pain was so bad. A product technical complaint was initiated and the results for the same were pending. Additional information was received on 09-feb-2018 from patient. Additional events of still using a walker and cane now, fluid/aspirated it, she had to have a lot of assistance with getting dressed and with daily activities and redness. The case was upgraded to serious. Clinical course updated and text amended. Pharmacovigilance comment: sanofi company comment dated 09-feb-2018: this case concerns a female patient who received treatment with synvisc one and started using walker and cane. The role of synvisc one cannot be denied for the occurrence of the event based upon the temporal relationship. However, the information regarding patient's medical history, concurrent conditions, concomitant medications and other risk factors will aid in comprehensive assessment of this case.

Event description:
Based on additional information received on 09-feb- 2018, the case was upgraded to serious as the serious events of still using a walker and cane now (disability) and fluid/aspirated it (required intervention) were added. This case is cross referred with case: 2018sa037621 (same patient). This spontaneous case from united states was received on 07-feb-2018 from patient. This case concerns female patient (age: not provided) who initiated treatment with synvisc one and after an unknown latency had pain that went away after a few days, still using a walker and cane now, fluid/ aspirated it, she had to have a lot of assistance with getting dressed and with daily activities and redness. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra articular synvisc one injection at a dose of 6 ml osteoarthritis knee (frequency: unknown batch/ lot number and expiry date: unknown). On an unknown date after an unknown latency patient had pain that went away after a few days. The doctor changed her pain medications and wanted to give her some time. She was supposed to follow-up with the doctor on the (B)(6) 2018. But the pain was so bad that she ended up going in yesterday ((B)(6) 2018) for an appointment. The doctor aspirated it and removed it and replaced it with cortisone. He said that her body was rejecting it. He didn't have an explanation of why because this is the second time that she has had this (synvisc-one). He didn't know why it was doing it this time and not the last time. The first time, it helped her. It made a big difference. The initial 48 hours, she got a little pain and swelling, but that was normal. Then, she got better after the 48 hours. It takes a few weeks to take effect, but she was doing much better. She was able to resume her normal activities. This time was her second time receiving the injection. It was a completely different situation. She had to go back on the oxycodone hydrochloride/paracetamol (percocet) as well for pain. On an unknown date, after unknown latency, patient had so much pain, fluid, and redness. On an unknown date, after unknown latency, patient had to use a walker and cane. She had to have a lot of assistance with getting dressed and with daily activities. She is still using a walker and cane now. Corrective treatment: still using a walker and cane now for still using a walker and cane now (walking aid user); cortisone for fluid/aspirated it, pain that went away after a few days/pain was so bad; oxycodone hydrochloride/paracetamol (percocet) or pain that went away after a few days/pain was so bad; not reported for rest of the events outcome: recovered for pain that went away after a few days/pain was so bad; unknown for rest of the events seriousness: disability for still using a walker and cane now; required intervention for fluid/aspirated it, pain that went away after a few days/pain was so bad. A product technical complaint was initiated and the results for the same were pending. Additional information was received on 09-feb-2018 from patient. Additional events of still using a walker and cane now, fluid/aspirated it, she had to have a lot of assistance with getting dressed and with daily activities and redness. The case was upgraded to serious. Clinical course updated and text amended. Pharmacovigilance comment: sanofi company comment dated 09-feb-2018: this case concerns a female patient who received treatment with synvisc one and started using walker and cane. The role of synvisc one cannot be denied for the occurrence of the event based upon the temporal relationship. However, the information regarding patient's medical history, concurrent conditions, concomitant medications and other risk factors will aid in comprehensive assessment of this case.